Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 49 mg/dl. Low bg cause was not known. Customer consumed carbohydrates as a corrective action and was advised by technical support to consult a healthcare professional to discuss factors influencing blood glucose levels.